Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and infusion set with bent cannula. Blood glucose level at the time of the incident was 421 mg/dl up to 500 mg/dl. It was explained to customer the proper infusion set preparation and insertion techniques. Customer declined troubleshooting for high readings. The insulin pump/infusion set were not returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.